Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the charged coupled device is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure. Therefore the charged coupled device is broken, stripes in image occur and therefore no image is displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displays a poor image with noise. This issue occurred during the procedure. There were no reports of patient harm.